Event description:
The event occurred in china. It was reported that the error message ¿referenc error¿ occurred on the rotaflow console during use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under mfg#8010762-2023-00617 which is a duplicate entry to complaint (B)(4), reported under mfg#8010762-2023-00601 on 2023-12-06.

Event description:
Complaint ID: (B)(4).